Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Device remains implanted port reattached.

Event description:
It was reported by the clinical study coordinator that following laparoscopic realize band placement, the patient was admitted to ER for abdominal pain in 2009. CT diagnosed port disconnection with subsequent free-floating gastric band tube in abdomen. A revision surgery was done three days later to reconnect tube to port. Subject discharged after 23 hour stay. The patient had two fills prior to the port disconnect. The first fill was (ten months prior to event) 3ccs. The second fill was (four months later) 2ccs.